Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the identified circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge occurred due to elevated temperatures near the laser beam output window. A distal circumferential fracture has the potential for forward firing. The identified tissue adhesion on the surface metal cap likely contributed to the elevated temperatures leading to the circumferential fracture. The increased temperature can be cause by tissue adhesion from constant and heavy tissue contact and/or decrease in saline cooling flow. Continuously elevated temperatures can lead to fiber damage including circumferential fracture. Although analysis also identified devitrification at the fiber tip, please note devitrification is a normal degradation of the fiber that occurs through normal use. It is a result of result of heat accumulation at the fiber tip causing the glass at the firing window to crystalize. Technical analysis: the product was returned for analysis to our post market quality assurance laboratory. Visual examination identified that the glass cap exhibited a circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of the metal cap. The metal cap exhibited mild devitrification. The metal cap exhibited severe debris adhesion on the surface which is indicative of prolonged tissue contact. The fiber was functionally tested with the helium-neon (hene) laser fixture. The testing confirmed that there were no breaks along the fiber body. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. Labeling review: a review of device instructions for use (IFU) was performed. The instructions for use states; caution: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Accumulation of debris may result in over heating of the fiber cap leading to premature fiber degradation or fiber failure. Ensure the distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Investigation conclusion: based on the observed circumferential fracture a conclusion code of unintended use error caused or contributed to event was assigned to this investigation. The circumferential fracture likely occurred due to the high temperatures near the laser beam output window. The manufacturer previously completed testing that confirmed that the fiber met all design specifications and performed as intended when the fiber is used per the instruction for use (IFU) and the user maintains a 2mm working distance between the tissue and the fiber tip during use. Further analysis noted that when there is tissue adhesion through constant and heavy tissue contact, this can lead to continuously elevated temperature at the fiber tip near the laser beam output window. These factors were identified as a major cause of the noted circumferential fracture. The manufacturer was only able to replicate the observed defect when the fiber tip was buried in tissue or there was tissue adhesion on the fiber tip from constant and heavy tissue contact which is in contrast with the operating instructions, thus further supporting this observation was induced by thermal instability from tissue contact / adhesion. As a result of this further investigation, an update has been made to the IFU to include a recommendation to increase irrigation flow by means of a pressurized saline bag to further increase the liquid cooling effect and potentially reduce the observation previously mentioned in addition to following the existing operating instructions to maintain a 2mm working distance.

Event description:
It was reported that the fiber was returned without performance allegation information. Analysis identified a circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge. A distal circumferential fracture has the potential for forward firing.